Event description:
It is reported that the device was implanted in 2002. Pt presented with locked knee. X-ray determined locking screw was broken and was no longer in position. Articular surface was removed and replaced along with the screw during revision surgery in 2008.

Manufacturer narrative:
Evaluation summary: as returned, the locking screw has fractured off from the threaded end. Articular surface shows slight wear and pitting marks on the articular surfaces which appear to be consistent with the 5 years 5 months of implantation. The posterior edges of the spine has bow-tie shape deformation indicating that the femur was hitting the spine in hyper-extension. The back surface of the articular surface shows gouging, scratch marks and material deformation on the anterior side. Also, the locking tabs on the posterior side and dovetail lips are crushed. It appears that the articular surface became loose and joint was unstable which resulted in the damage to the poly part. Pre-op x-rays are not available to review. The cause of the screw fracture could not be definitively determined based on the available info. Evaluation: as returned, the locking screw has fractured at approx the fourth thread from the distal end of the device. The articular surface exhibits some minor pitting on the condyle surfaces and some wear to the backside of the device. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications. Scanning electron microscopy analysis of the fracture surface of the screw showed fatigue striations indicating that the fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the screw material showed ti, al and v peaks in the spectrum typical of a tivanium alloy.